Event description:
It was reported that during the procedure, the helix of this right atrial (ra) lead could not be extended. Additionally, a lead conductor fracture was suspected. No imaging was performed to confirm the suspected fracture; however, the field indicated that no resistance was felt. A new lead was successfully implanted to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Additionally, visual analysis observed a kink in the lead at the tip end near the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin and showed a crimp sleeve migration near the lead terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, the helix of this right atrial (ra) lead could not be extended. Additionally, a lead conductor fracture was suspected. No imaging was performed to confirm the suspected fracture; however, the field indicated that no resistance was felt. A new lead was successfully implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return.